Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16827. It was reported that the patient presented in clinic for follow-up. Interrogation revealed right ventricular (rv) undersensing, elevated threshold and r-wave amp variation. The left ventricular (lv) lead exhibited loss of capture. It was noted that the patient fell on the floor 2 days after the implant. The leads were reprogrammed. The rv lead was explanted and replaced on (B)(6) 2019 and the lv lead was repositioned. The patient was stable throughout.

Event description:
New information states that the leads were dislodged.